Event description:
It was reported that during an angiography procedure, a guide wire break occurred. The lesion location and tortuosity of the vessel are unknown. The degree of stenosis and calcification are unknown. During withdrawal of the guide wire, the choice guide wire broke, and its distal tip remained inside an unspecified guide catheter. The guide wire was removed from the patient successfully. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's current condition is unknown. Attempts to obtain additional information were unsuccessful.